Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during dwell 3. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set) was not confirmed and the root cause could not be determined via the sample evaluation. During the sample evaluation visual inspection was performed and no abnormality was observed; functional tests (self test & priming), pressure test and clear passage test were performed, no abnormality was observed.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.